Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that larger, 18mm, occluder was implanted successfully.

Event description:
On (B)(6) 2019, a 16mm amplatzer septal occluder (aso) was selected for implant. During deployment, the device was reported to have deformed in an irregular shape. The device was re-sheathed and tested outside of the patient and the device continued to deploy deformed. The physician elected to exchange the device for an 18mm aso (lot number: 5915996) and the procedure was completed with no patient consequences reported.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 16mm amplatzer septal occluder (aso) was selected for implant. During deployment, the device was reported to have deformed in an irregular shape. The device was re-sheathed and tested outside of the patient and the device continued to deploy deformed. The physician elected to exchange the device for an 18mm aso (lot number: 5915996) and the procedure was completed with no patient consequences reported.